Event description:
Reporter states customer is receiving high readings up to 800's and 900's (mg/dl). The device's numeric reading range is 10-600 mg/dl; values > 600 mg/dl should display as "hi". No quality controls were run. No adverse event reported. Meter had already been returned to place of purchase so a replacement was sent.